Event description:
This pi is for revision of the patient's right knee on (B)(6) 2022. Patient had a primary right tka outside cors scope. The patient developed infection and underwent a revision on (B)(6) 2021. The patient got reinfected and underwent a second revision on (B)(6) 2022. All components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#: 64952020, gmrs dist fem comp sml r 65mm, lot#: ljp9l; cat#: 64952115, gmrs small axle, lot#: ctd57485; cat#: 64952105, gmrs small femoral bushing, lot#: lkl461; cat#: 64853019, mrs sm fem stem 9x102 w/o bdy , lot#: 170811a; cat#: 64812140, mrhk tibial sleeve, lot#: lkl135; cat#: 64812100, mrh tib rot comp xs-xl, lot#: 175495; cat#: 64952105, gmrs small femoral bushing, lot#: lkl106; cat#: 64812133, mrhk bumper insert 3 degrees, lot#: lkf431; cat#: unknown mrh baseplate, lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned to the manufacturer.